Manufacturer narrative:
The main component of the system and other applicable components are: product ID: pnma01411a004, product type: recharger. Product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported that they were using the antenna. The antenna was confirmed to be secure and synced with the ins, the issue was not resolved. The antenna was unplugged and the patient programmer was placed directly over the ins on the skin and the issue was not resolve. The patient reported occasional success during the call without the antenna. The patient reported having the antenna replaced by a manufacturer¿s representative (rep), which worked for a while, but didn't work again. The patient reported that there was still swelling/scab from the surgery. The patient reported that she had tried icing it. The patient also reported poor coupling. The antenna was repositioned over the ins on the call. The steps for antenna locate were reviewed then attempted and a charge session was attempted and the issue didn't resolve. The patient reported that she had not felt stimulation recently. The patient reported that she used to feel it when coughing or laying down. The patient reported that she informed the rep of it when they were programming and stimulation was increased. The patient was able to successfully turn on the ins during the call with the recharger but still didn't feel stimulation. The patient also reported that it was hard to hook up the belt due to the incision being at the top of the buttock. The patient reported that she could use the belt with assistance but not by herself. No further complications were reported.